Manufacturer narrative:
The customer used the glidescope pgvl monitor as a trade-in for the purchase of a new video monitor. The device evaluation is anticipated upon receipt of the device. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a routine patient procedure the glidescope pgvl video monitor would not produce an image. Reportedly the customer tried both blades the customer owns and both did not produce an image. No harm to patient or user was reported.